Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the hiv duo elecsys e2g 300 v2 assay performed within specifications. A total of 20 patient samples were received for investigation. Of these, 16 samples were identified as false reactive, 3 samples were non-reactive, and 1 sample was reactive but could not be further investigated due to limited sample volume. It was noted that some of the patient samples exceeded the stability and storage claims outlined in the elecsys hiv duo method sheet. The root cause of the reported event was attributed to sample-specific discrepancies, as the assay's specificity is less than 100%. The investigation concluded that false reactive results may occur with this assay. Recommendations were provided to re-test initially reactive samples in duplicate and confirm repeatedly reactive samples using confirmatory algorithms, including western blot and hiv rna tests.

Event description:
The initial reporter alleged discrepantly reactive results for two patient samples tested with the hiv duo elecsys e2g 300 v2 assay. For patient 1, the initial test in (B)(6) 2022 using the hiv duo elecsys e2g 300 v2 assay yielded a reactive result of 105 coi. Subsequent testing included vidas ab/ag, which was negative; geenius ab, which was negative; and hiv rna, which was negative. In november 2023, the hiv duo elecsys e2g 300 v2 assay yielded a reactive result of 99 coi. Additional testing included architect ab/ag, which was positive at a low level; bioplex, which was positive for hiv-1; hiv rna, which was negative; hiv dna, which was negative; abbott murex ab/ag, which was negative; mp diagnostics ab/ag, which was negative; in-house hiv-1 ab, which was negative; in-house hiv-2 ab, which was negative; and western blot (wb), which showed p17 +1 and gp160 +1. For patient 2, limited information was provided, but the patient was described as a man from togo seen in a fertility clinic. No specific test results or dates were included in the case summary. Subsequently, an additional 20 patient samples were reported as discrepantly reactive with the hiv duo elecsys e2g 300 v2 assay. These samples were sent to penzberg for further investigation. It was not confirmed whether the initially reported two samples were included in this group. Of the 20 samples, 16 were determined to be false reactive, 3 were non-reactive, and 1 was reactive but could not be further investigated due to limited sample volume.